Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a critical pump error alarm. The customer's blood glucose reading was 126 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. Customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump received with loop insulin pump error during rewind due to moisture damage noted on motor. Unable to performed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to insulin pump error. No unexpected critical pump error noted. Device received with moisture damage on vibrator motor. Device received with scratched case.